Manufacturer narrative:
The complainant was unable to report lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two hurricane rx dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon popped. The same issue occured on the second hurricane rx dilatation balloon . The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event.